Event description:
It was reported that the patient experienced severe and uncontrollable pain in the right leg after the implant procedure, and stimulation was left off. It was noted that during the procedure, several attempts were made to place the lead successfully in the posterior area. The physician did not believe that right leg pain was device related, however, was unable to determine the cause. The physician sent the patient to the hospital and upon follow-up, the patient had been discharged and the leg pain was improving.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7140572.